Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call, the customer has been experiencing issues with the sensor. The sensor was giving inaccurate reading at night wile the customer was asleep and triggering the threshold suspend limit on the insulin pump. Customer's blood glucose was 110 mg/dl at the time and the sensor reading was 66 mg/dl. Troubleshooting was performed. Customer's father was advised in how to properly insert the sensor and ware the transmitter to reduce movement. Customer's father was also advised how and when to properly calibrate the sensor with the meter readings. Customer's father will continue to monitor and call back if issues persisted. The sensor is not returning for analysis.